Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the biopsy inlet piece loose. Based on the result, we concluded that it was caused due to the excessive force applied on the biopsy inlet piece. In addition, our technician confirmed that the ccd drive pcb fluid damage, the electrical pin connector fluid damage, the lg connector fluid damage, the lcb (light carrying bundle) broken, the objective lens cloudy (not clear view), the biopsy inlet piece leak, the light guide cable cut, the control body dirty, the ccd module with drive pcb shadow in image, and the ccd module with drive pcb objective lens cracked; however, these defects are not the main cause, and or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0620 (control body)"" and or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Biopsy inlet piece loosened.